Event description:
It was reported that during the right va (vertebral artery) v3 occlusion recanalization procedure, physician used the subject guidewire to bring the microcatheter to the occlusion. After several torque the physician found the tip of the subject guidewire was fractured. Considering patient's anatomy tortuous physician decided to stop the procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 274.3cm from the proximal end. The guidewire was returned broken in 2 segments (9cm distal segment and 289.5cm proximal segment). In the proximal segment, the nitinol tubing was returned broken with the core wire exposed. In the distal segment, the nitinol tubing was returned broken with the core wire and platinum wire exposed. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated, and there were no anomalies noted. Functional testing could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, a microcatheter was used in the procedure in conjunction with the subject device, the guidewire tip was shaped 40 degrees, and there was no friction/resistance encountered during the procedure. Based on the analysis, it is probable that the guidewire experienced high tension and/or torsion forces while navigating to the occlusion possibly due to tortuous anatomy, and this caused the wire to fracture at the distal tip. It is most likely that the nitinol tubing fractured first, followed by the core wire. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' as well as the as analyzed 'guidewire kinked/bent' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the right va (vertebral artery) v3 occlusion recanalization procedure, physician used the subject guidewire to bring the microcatheter to the occlusion. After several torque the physician found the tip of the subject guidewire was fractured. Considering patient's anatomy tortuous physician decided to stop the procedure. No clinical consequences were reported to the patient due to this event.